Manufacturer narrative:
Follow-up #1: date of submission 03/25/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump's user settings showed that the bg high limit alert was set to 200mg/dl with a 90min snooze time. The black box and continuous glucose monitor history showed a call service 213 alarm for the bg above the user limit. A test transmitter was paired with the pump correctly. The system ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarms occurred, the pump performed within specifications.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an issue with an alarm's snooze feature. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.